Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's representative said that they charged the patient's implant battery several days ago and they saw that the therapy had been off. The reason for call was patient representative reported that when they turned patient's therapy back on about a half hour ago the patient was a little nauseated and light headed. Caller wanted to make sure therapy was indeed back on and asked when the patient's nausea and light headedness would go away. During call patient representative was able to connect with patient's implant and confirmed therapy was on, therapy was at maximum on the right side but not the left side. The patient was redirected to their healthcare provider to further address the issue. Patient representative said patient had an appointment with healthcare provider coming up.